Event description:
The customer reported that the mattress envelope on the canopy is torn. There was no patient injury reported.

Manufacturer narrative:
Evaluation results: evaluation of the returned product shows that the right window slider does not lock.